Manufacturer narrative:
Result of investigation: the device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, "black no image", could be confirmed. The customer's statement "black no image" can be confirmed. The distal solder seam of the optics has been completely dissolved by chemicals. The lens cartridge is exposed. Greenish-looking fibrous unknown residues are found around the original solder seam. Due to the missing solder seam, the entire optical system was flooded with liquid and imaging is no longer possible. Imaging was only possible by illuminating the optics from the distal end to reveal the moisture in the optical system. The damage found is not due to a manufacturing/production defect. Such damage can be caused by incorrect clinical reprocessing. No further action will be taken. The above investigations did not reveal a root cause related to the labelling, the device, or its history. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope had black- no image .no negative impact in state of health reported.